Manufacturer narrative:
H10:  additional manufacturer narrative. Updated h6 per new information received.

Manufacturer narrative:
H10: additional manufacturer narrative updated b5, b7, h3, and h6 per new information received h3: product evaluation customer report of central regurgitation and restricted motion could not be confirmed through visual observations. X-ray demonstrated wireform intact. Horizontal creases across the cusp area were observed on leaflet 1. Creases were also observed on leaflets 2 and 3 near the commissures. The device was returned for evaluation. The root cause of this event remains indeterminable.

Event description:
Edwards received notification that a 29mm mitral valve was explanted at implant due to severe central mitral regurgitation and perivavular leak secondary to observed restricted motion in the intra-operative echo. As reported, patient underwent mvr + tv repair + asd closure. The intervention was carried out without difficulties. Once cardiac activity had been resumed, a severe central mitral regurgitation and a slight perivavular leak were observed in tee due to the restrictive movement of the leaflet corresponding to the intertrigonal zone. When analyzing the explanted prosthesis, it was observed that one of the leaflets appeared corrugated, less elastic and did not coaptate with the other two leaflets, even with instrumental traction. Per surgeon it seemed that the leaflet had much less quantity of tissue than the other ones. A 31mm non-edwards valve was successfully implanted as replacement. Patient was noted to be doing well.

Manufacturer narrative:
Leaflet imperfections have the potential to result in valvular dysfunction and serious injury if not detected prior to implant. The device was returned for evaluation, and product evaluation is ongoing. When new information becomes available, a supplemental report will be submitted. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a 29mm mitral valve was explanted at implant due to severe central mitral regurgitation due to observed restricted motion in the intra-operative echo. As reported, patient underwent mvr + tv repair + asd closure. The intervention was carried out without difficulties. Once cardiac activity had been resumed, a severe central mitral regurgitation was observed in tee apparently due to the restrictive movement of the leaflet corresponding to the interregional zone. When analyzing the explanted prosthesis, it was observed that one of the leaflets appeared corrugated, less elastic and did not manage to co-adapt with the other two leaflets, even with instrumental traction. Per surgeon it seemed that the leaflet had much less quantity of tissue than the other ones. A 31mm non-edwards valve was successfully implanted as replacement. Patient was noted to be doing well.